Manufacturer narrative:
The device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker/implantable cardioverter defibrillator. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months and 10 days post implant of this 33 mm mitral bioprosthetic valve, an implantable cardioverter defibrillator (ICD) was implanted. The reason for ICD implant was reported as low ejection fraction and dyssynchrony. No additional adverse patient effects were reported.